Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital for medical attention while wearing the product. Patient was unwilling to provide medical event details and additional attempts to gather information were not successful.